Manufacturer narrative:
Controls were run prior to and after the incident and according to the customer, the qc results were acceptable. Service was not requested. The customer tightened the syringe and issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low creatine kinase (ck) result on one patient generated by unicel dxc 600pro clinical system. The erroneous result was reported out of the laboratory. The sample was repeated on another instrument and higher result was obtained. The repeat result matched the values which the patient has been measured for all week. Unknown if treatment was initiated or withheld.